Event description:
Meter name: ot ultra. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: frequent urination. A pt reported they were unable to test. Their meter allegedly had a battery contact issue. There was no result on their meter. There were no other tests or comparisons. Not treated